Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set broke at the "access point" and leaked. This occurred during patient use. The issue was further described as "separation/disconnection". The extension set was connected to a non-baxter spike set with a filter (needless connector) at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.